Event description:
This lead was implanted on (B)(6) 2002 and was capped on (B)(6) 2016 due to unknown product performance issue. The physician was dr. (B)(6) at (B)(6) medical center in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).